Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The compressors were replaced to resolve the issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare?s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a patient use, the compressor malfunctioned and led to: 1) tidal volume was not accurate, 2) hard to breath, 3) threaten patient life. The unit was replaced by another ventilator immediately. There was no reported patient injury.